Event description:
During the drilling of a left talus for fixation with a screw, the tip of the drill broke off, embedding in the patient's bone. It was determined that retrieval of the drill bit would cause further damage. The decision was made to leave the piece of drill bit embedded in the bone. Manufacturer response for drill bit, synthes. Unknown at this time.